Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a red and itchy irritation under the back therapy electrodes. The patient's physician advised the patient to use cream and to take an allergy pill. The patient reported that after doing so, the irritation healed.